Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states he thinks he might be having trouble with his controller. Pt states his stim has gone to 0 a couple times per night. Pt was lying down when set at 0.2v and held it there in the adaptive mode and the next am was at 0v. There has been a couple times when in adaptive mode and the adaptive stim doesn't pick this up and gets a real good shock of stimulation. Pt is not sure what is going on and has been set to 0 2-3 times in the last week. Pt states the rep advised to reset for 30 seconds and to also call and get a new controller. This has occurred about 3 times. Pt states he met with the rep a few times and first notified him 4 weeks ago. Pt states the rep first adjusted as he was not getting relief and is disappointed as the trial went really well. Pt does not even know what is going on. Pt states in the upright set to the bathroom to bed must have picked up to walking he is getting strong sensations pt described shocking. Pt is definitely waiting enough time in between when setting the positions. Patient had another appointment coming up.

Event description:
Additional information received reported that the controller screen was not showing the right settings. The patient had already met with the rep multiple times and was told to request a controller. The controller was going wild, turning off, and changing programs. It was clarified that they had been on group c for the last week and when the patient went to bed last night, they got one heck of a jolt from the ins. When checking the controller, the controller said that the patient was on group a and showed upright instead of laying down. It was on a pretty high intensity level so the patient had to turn ins back to c. They tried resetting the controller and had to go through and reset all the position's intensity levels. They didn't know why the controller always turned on and off, changes modes/intensities, and doesn't recognize the positions patient was in but think the controller was screwed up.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745, lot#/serial# unknown, product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient had adaptive stimulation on and when the patient was in a laying position for a length amount of times, the amplitude dropped to 0. The rep didn't know if other positions were affected or how long the length of times. The rep reported that it was determined that the patient was attempting to adjust the laying position to a lower intensity while in the standing position. The rep wasn't sure if this was the cause of the stimulation going to 0 but it was the only explanation. The rep decreased the pulse width (giving the patient more incremental amplitude options) and reset all positions with correct amplitudes. The patient was reeducated that he was only to adjust intensity when in the desired position. The rep also instructed the patient to check position and intensity using the "check position" having staying in the position for more than 60 seconds. The rep noted that this was the first time the patient described a shocking stimulation when leaning against the pocket or lead insertion site. The rep checked impedances and all were in normal range. The rep notified the physician and stated to monitor the patient to see if the shocking r educed post programming on (B)(6) 2020. The patient was to follow up in one week to address pain coverage, stimulation dropping to zero and the shocking sensation.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the rep have been working with the patient over the last few weeks adjusting the programming to get him better relief. Monday 12/7 he informed the rep the stim was dropping to zero in various positions. The rep informed him to call customer service to see if they had any recommendations from a controller standpoint. The patient made no statement that he was being shocked. The rep also scheduled him to be seen in the office by me thursday 12/10 to reorient the device and reset angles. The cause was not determined. There were no issues noted with the controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.